Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor fractured during an initial knee procedure. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:a3; a5; b1; b4; b5; d4; g3; g6; h1; h2; h3; h6visual examination of the returned product shows sign of repeated use and it is fractured. All fractured pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The reported lot has been in the field for approximately three years and seven months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.